Event description:
It was reported the patient had a shocking or jolting sensation. The shocking started randomly the morning prior to this report. The patient stated it would go so long and then shock again. Stimulation was turned down and the patient also tried turning stimulation off and back on, but they still experienced shocking. The patient did not have any falls, trauma, or medical procedures lately. The patient had a c-section 11 months prior to this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-03434.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3889-28, lot# v059468, implanted: (B)(6) 2007, product type: lead. Product ID: 3889-28, lot# v745423, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).